Manufacturer narrative:
Initial: pending more informations to perform a batch review and awaiting product return for device analysis.

Event description:
A noise phenomenon on the curve has been observed.

Manufacturer narrative:
Initial: pending more informations to perform a batch review and awaiting product return for device analysis. Fu1 : this incident has no consecquences for the patient. The product was not returned for inspection and the batch review does not show any event that could support this incident. Resubmission of fu1 because of failed packaged on (b\)(6) 2026.

Event description:
A noise phenomenon on the curve has been observed.